Event description:
It was reported that during an autocapture setup, test telemetry was repeatedly lost. The pulse generator was nearing elective replacement indicator (eri) with a battery voltage of 2.55 v.

Manufacturer narrative:
No medwatch form was received.

Event description:
The pulse generator was explanted due to elective replacement indicator (eri).